Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a watchdog set test failure alarm during prime rewind. The customer's blood glucose level was 160 mg/dl. The customer declined to troubleshoot; customer stated she would revert to her new insulin pump. Nothing was replaced or returned for analysis.